Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval, returned to manufacturer on, device eval by manufacturer. Annex b: b01. Annex c: c16. Annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of "error code 120.4540¿ was confirmed. On 15-jan-2025, pcu device was received unboxed and with paperwork. External inspection confirmed the reported issue upon power up. Internal investigation revealed damaged battery discharge harness. Device to be returned to san diego repair center for normal processing. Recommend bd san diego repair center to replace damaged battery discharge harness. Failure investigation report attached to on in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed an error code 120.4540. There was no patient involvement.

Event description:
It was reported that the device had displayed an error code 120.4540. There was no patient involvement.

Manufacturer narrative:
Correction: annex c: c16. Annex d: d03. Additional information: annex c: c17. Annex d: d07. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of "error code 120.4540¿ was confirmed. On 15-jan-2025, pcu device was received unboxed and with paperwork. External inspection confirmed the reported issue upon power up. Internal investigation revealed damaged battery discharge harness. Device to be returned to san diego repair center for normal processing. Recommend bd san diego repair center to replace damaged battery discharge harness. Failure investigation report attached to on in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed an error code 120.4540. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.